Manufacturer narrative:
Subsequent information indicates that the device was explanted. The device will not be returned for analysis. There were no reported adverse patient effects from the procedure.

Manufacturer narrative:
As of today, the device remains in service. There is no additional information available at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (ER). There was a concern regarding the longevity of the device. The device was to be explanted. No adverse patient effects were reported.